Manufacturer narrative:
The device was received by depuy synthes power tools. Reliability engineering evaluated the device and the reported problem that the cutter cannot be inserted was confirmed. The cutting burr could not be locked into the attachment due to damage to the pawl clamp. This damage is consistent with the device being operated with a cutting bur that was not fully seated and locked into the attachment due to improper assembly. If additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from (B)(6) that cutter could not be inserted into the device. The device was not being used during surgery. It is unknown if injury or medical intervention occurred. The date of the event was unknown. There was no additional information provided.